Manufacturer narrative:
Complaint details: the customer reported that their cns is not producing any audio alarm. Customer indicated that the visual alarms of the device are still functioning (the lights are still blinking). Nk technical support (ts) had the customer type mmsys.cpl (command to open the sound settings) on run application and change the audio output device to the speaker. After speaker was selected and set to default, the issue was resolved. Investigation summary: during troubleshooting, it was identified that the audio output for the cns was incorrectly set. After the audio output was corrected to speakers, the issue was resolved. The root cause of the issue is incorrect device settings. The administrator's guide for cns-6801a provides instructions in changing the sound settings of the device and setting speakers as the default audio output. Since the issue related to incorrect settings, no corrective actions would be required at this time. If the customer had selected the correct audio output, the issue would have not occurred. Attempt #1. 05/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 05/28/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3. 06/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) is not producting any audio alarm sounds. He did state that the light on top of the unit blinks as intended. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not producting any audio alarm sounds. He did state that the light on top of the unit blinks as intended. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not producting any audio alarm sounds. He did state that the light on top of the unit blinks as intended. No harm or injury was reported.